Event description:
It was reported that during the surgery, the needle and the handle of the complaint product's device was fractured during use. And it was found that the fractured piece of needle remained in the patient's body when the surgeon checked by x-ray after the surgeon closed the wound. The surgeon then re-opened the wound and removed the fractured piece of needle from the patient's body. This was done under the same anesthesia. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
(B)(4). G2: japan. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : not returned.

Manufacturer narrative:
(B)(4). Updated: b4, b5, d1, d2, g3, h1, h2, h3, h6, h11. Reported event was confirmed as visual examination of the returned product/provided pictures identified the needle and the handle are broken. Optical images of the fracture surface of the handle exhibited artifacts including river lines and hackle marks suggesting that the device fractured due to bending overload. For the fractured needle, fracture analysis showed bending overload was identified as the mode of failure. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.